Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This device is expected to be returned for testing. The product issue will be updated when additional details are received.

Event description:
Boston scientific received information that this system was exhibiting noise and oversensing on the atrial and right ventricular (rv) channels which resulted in greater than two seconds of asystole for this patient dependent patient. A revision procedure was performed and damage to the device header was revealed. The device was removed from service and replaced. No adverse patient effects were reported.